Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle blood glucose monitor. Upon product investigation it was discovered that the meter exhibited memory overwrite. There was no report of death, serious injury or mistreatment.